Event description:
It was reported that a recently implanted patient had a right ventricular assist device (rvad) implanted on (B)(6) 2022. The patient was sedated and intubated. After 15 minutes of stable rvad flow, the flow suddenly went to 0 lpm. The site had been slowly incrementing the pump speed from 3000 rpm to 4700 rpm. A thrombus was suspected. The rvad was stopped, the left ventricular assist device (lvad) speed was lowered, and the patient was reestablished on a cardiopulmonary bypass. The rvad was disconnected from the outflow graft and sewing ring, and a large fibrinous clot was found at the base of the inflow cannula; the clot was removed and sent in for analysis. The rvad was re-primed with fresh saline every minute; pump power remained below 1.5 watts. The rvad was reconnected to the inflow cannula and outflow graft. The lvad then alarmed for low flows; the site suspected either a suction event had occurred or a clot had been ingested into the pump. Both pumps were stopped and re-primed with fresh saline every minute; power for both pumps remained below 1.5 watts. No further clots were found. The pump were reattached and the patient was weaned off their bypass. The patient left the operating room (or) with inotropes and nitric oxide and would be weaned off. At five days post-implant, the patient was stable and intubated; aspirin was started. Related lvad MFR #: 2916596-2022-12467.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the patient was sedated and intubated at the time of the event. The site had been slowly incrementing the pump speed from 3000 rpm to 4700 rpm when the rvad flow dropped to 0 lpm. Pump power remained below 1.5 watts when the rvad was re-primed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a thrombus in the patient¿s right ventricular assist device (lvad), serial number: (B)(6), could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. The patient remains ongoing as a bivad patient on heartmate 3 left ventricular assist systems (lvas¿s), serial numbers: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. It was reported that the hm3 lvas, serial number: (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.